Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
According to the customer, the accu-chek spirit combo insulin pump did not give occlusion error messages, resulting in insulin under-dosing, high blood glucose levels and hospitalization. It was stated that the user's blood glucose was higher than normal, so he gave himself an additional insulin bolus and went to bed. During the night, the user woke up with a high blood glucose level. He changed the cartridge, adapter and transfer set and again administered an additional insulin bolus. In the morning, the user felt weak and had to vomit. He had a blood glucose reading of "hi" mmol/l (more than 33.3 mmol/l). He went to hospital where a blood glucose reading of 27 mmol/l was taken. He was treated with insulin. At the hospital, the pump was left running but no insulin was delivered. During the morning, the pump displayed occlusion error messages twice. The adapter and transfer set were replaced again, but still no insulin was leaking. The customer was hospitalized for two days.